Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that the pump fill estimate was inaccurate. Blood glucose was 230 mg/dl. Reportedly, customer had syringes as alternate insulin therapy.